Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep). It was reported that x-rays were taken and showed the leads looked posterior but possibly more lateral than original implant image. The patient was to be scheduled for revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient had the complete scs system explanted due to inadequate pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the leads (serial# (B)(4) and (B)(4)) found the lead body was cut through and the product was segmented. Analysis of the ins (serial# (B)(4)) found that the ins is functioning within specifications but has reduced capacity due to an overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on 0(B)(6) 2017 and the battery was charged to 3.935 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that they were not feeling stimulation in their painful areas on the day of the report. There were no known actors that might have led or contributed to the loss of stim and to resolve the issue, the rep tried to reprogram the device three times but was unsuccessful. In conclusion, the patient was scheduled to have x-rays to see if the leads moved since implant, to discuss with the implant physician about therapy coverage and options. Surgical intervention did not occur, it was unknown if it was planned and the status of the patient was ¿alive with no injury¿. The indication for use for the implanted device was noted as failed back surgery and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.